Event description:
User reports an issue with discrepant calcium results. Three examples provided. Sample 1 initial result of 14.0 mg/dl, repeat 9.0 mg/dl and 9.5 mg/dl. Sample 2 initial result of 14.3 mg/dl, repeated 9.6 mg/dl and 9.5 mg/dl twice. Sample 3 initial result of 11.8 mg/dl, repeated 9.0 mg/ml and repeated in 2008, 9.2 mg/dl and 9.3 mg/dl. Erroneous results were not reported. The field service rep determined the analyzer belt was misadjusted and performed the appropriate adjustment. Performance tests were performed and within specification.